Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that door pins were out of alignment. Once adjusted and calibrations performed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system appeared to have misaligned tracks and were unable to open/close/move the gantry. However, they were able to drive the image acquisition system (ias). There was no patient present when this issue occurred.